Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics was not provided.

Event description:
It was reported that the female luer cracked at the point of connection to another extension set, which caused leak of vasopressin. The patient had labile blood pressure as a result of leaking vasopressin. The event occurred in (B)(6). Although requested, additional information was not provided.